Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited now multiple high out of range shock impedance measurements of greater than 125 ohms. All other crt-d measurements were within range. Troubleshooting options were provided to the field and the crt-d remains in service. No adverse patient effects were reported.